Event description:
It was reported that a patient underwent a low anterior resection procedure on (B)(6) 2010 and a drain was placed at the douglas' pouch. The drain was sutured near the black mark to fixate. In the ward, the doctor confirmed that there was no drainage. Then, the doctor confirmed that the drain suction occurred when the drain was removed from the patient's body. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) failure to drain. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.